Event description:
A talent stent graft system was implanted into a pt for the treatment of a dissecting false aneurysm. The aorta was described as very fragile. It was reported that a complete de-branching of the ascending thoracic aorta was performed prior to the stent graft implant. This was followed by implant of the stent graft in the ascending thoracic aorta in order to occlude a dissecting false aneurysm. When the first stent graft was placed, there was a retrograde dissection due to the fragile aorta. It was reported that the pt was converted to open repair. It was noted that the physician knew this surgery was going to be risky because the pt was very sick. It was reported that the pt expired.

Manufacturer narrative:
(B)(4): eval results/conclusion: death. Very fragile aorta.